Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 30 september 2019 for MDR reportability. On (B)(6) 2014, the patient underwent total right knee arthroplasty due to degenerative joint disease, effusion and synovitis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and competitor cement. On (B)(6) 2015 the patient underwent a right knee revision due to infection, edema, inflammation, pain, sepsis with need for urgent intervention. The surgeon reported major edema upon entering the knee. He indicated he cleared away scar tissue around the tibia, and patellofemoral which appeared to be chronic inflammation. The surgeon noted poor bone quality at the femur. All components were revised with a non-bioabsorbable antibiotic delivery implant. The patient was implanted with a depuy knee system and competitor cement. There were no complications to the procedure. Doi: (B)(6) 2014; dor: (B)(6) 2015 (rt knee).